Event description:
It was reported that air bubbles or gaps were present in the system, specifically in the tandem mobi cartridge and tubing. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.